Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving an evolut fx system, a pressure drop occurred after the balloon pre-dilation. The patient then experienced cardiac insufficiency, and the cardiology team decided to proceed with valve implant, which was reported to have been good. Additionally, the evolut fx valve was assessed as satisfactory by the cardiologist and no pericardial effusion or vascular injury was detected. According to the reporter, despite the pressure drop, the patient maintained cardiac rhythm throughout the procedure and a dissociation electro-mechanic (electromechanical dissociation) seemed to have occurred. Despite interventional actions (adrenaline and cardiac massage), the patient died.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving an evolut fx system, a pressure drop occurred after the balloon pre-dilation. The patient then experienced cardiac insufficiency, and the cardiology team decided to proceed with valve implant, which was reported to have been good. Additionally, the evolut fx valve was assessed as satisfactory by the cardiologist and no pericardial effusion or vascular injury was detected. According to the reporter, despite the pressure drop, the patient maintained cardiac rhythm throughout the procedure and a dissociation electro-mechanic (electromechanical dissociation) seemed to have occurred. Despite interventional actions (adrenaline and cardiac massage), the patient died. Additional information was received to report the pre-implant balloon dilation was performed by a non-medtronic balloon which resulted in hypotension. The cause of death was electromechanical dissociation. Per the physician, the medtronic valve can be excluded as a contributing factor to the patient's death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.